Manufacturer narrative:
Event date: the event occurred on an unspecified date in 2021. The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set was missing the green patient line cap. This was observed during an unspecified step of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.